Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were hospitalized due to high blood glucose on (B)(6) 2021 with blood glucose level was 200 mg/dl. Customer experienced symptoms such as feeling sick, weak, headache. The customer current blood glucose level was 83 mg/dl and at the time of event was 400 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did used auto mode feature at time of high blood glucose event. The insulin pump will not be returned for analysis.